Event description:
An attempt was made to deploy a 2.5mm diameter x 14mm length endeavor rx drug-eluting coronary stent in to a patient. The target lesion, located in the lcx # 11 was described as moderately tortuous, with moderate calcification and 90% stenosis. It was reported that the lesion was pre-dilated; however, the device could not cross the lesion and, it was removed for further pre-dilatation. After further pre-dilatation, the relevant device was re-inserted; however, it was confirmed, under cine images that the stent was not on the balloon. The dislodged stent was found on the guide wire around the y connector. The patient is reported to be fine and no other clinical sequelae were reported. Evaluation summary: medtronic has received the device and its analysis has been completed. The balloon had not been inflated. Crimp/bake impressions were evident along the balloon which had not been inflated. The distal tip was damaged. The stent was not mounted on the balloon of the sds. Two segments in the middle of the stent were severely deformed and raised. The remaining segments were slightly out of alignment.

Manufacturer narrative:
(B)(4). Evaluation, results: (stent dislodgement).